Event description:
The doctor reports that the implant had to be removed because he was unable to separate the abutment from the implant. The procedure was completed with the placement of another implant. No dental position was reported as affected.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-03249 was reported in error. Please disregard this submission. No further reports will be submitted for this event.